Manufacturer narrative:
Reported issue: the screw in the bottom of the handpiece fell out mid cuts and bounced off the patient and dropped to the floor along with the handle itself. Tka case delayed =15 minutes. Product history review: device history records indicate 25 devices were manufactured under lot k0a39 and all were accepted into final stock on 09/06/2017. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k0a39 shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: the handpiece motor and electronics function as intended. Conclusion: the screw holds the handle in place. If the screw backs out then the handle can fall.

Event description:
The screw in the bottom of the handpiece fell out mid cuts and bounced off the patient and dropped to the floor along with the handle itself. Tka case delayed =15 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The screw in the bottom of the handpiece fell out mid cuts and bounced off the patient and dropped to the floor along with the handle itself. Tka case delayed =15 minutes.